Event description:
On june 16, 2008, the lay user/reporter contacted lifescan (lfs) alleging that the one touch ultra mini meter had an error message. The complaint was classified based on the customer service rep (csr) documentation since medical affairs specialist (mas) was unable to contact the pt to obtain add'l info. The pt tests her blood glucose three times a day and manages her diabetes with lantus and humalog taken on a sliding scale. The pt reported noticing an er2 message on the previous month, and reportedly continued taking her usual dose of insulin as a result of the alleged meter issue. On an unspecified date and time after the reported meter issue began, the pt reported developing symptoms of "high blood sugar". The mas was not able to contact the pt to obtain further info regarding the pt's "high" symptoms and when after it had occurred. It was also stated by the pt that she was tested on another device twice at a nursing facility where she works and the results were "high in the 300-400 mg/dl". It was not specified when the pt obtained these results or whether she treated herself differently due to the reported symptoms. The er2 message occurs when inserting the test strip into the test strip port. The test strip was in good condition and the testing technique was correct at the time of testing. This was not a new out of box product. The pt was unable to answer whether the issue was resolved when a retest was performed with a new vial of test strips. This complaint is being reported because the alleged error message was not resolved with troubleshooting. The pt claimed that she developed symptoms suggestive of hyperglycemia after the alleged meter issue began. The pt's products have been replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.